Manufacturer narrative:
Concomitant medical products: 6996sq58 lead, implanted: (B)(6) 2013; 4965-35 lead, implanted: (B)(6) 2012; dtba1d1 ICD, implanted: (B)(6) 2014.

Event description:
It was reported that the patient presented to the emergency department with palpitations and was passing out with pacing rhythms in the 40's. The right ventricular (rv) lead triggered a lead integrity alert (lia) due to a high sensing integrity counter (sic) and high rate non-sustained episodes which appeared to be oversensing and noise. There were widely variable impedances and thresholds. Some high threshold measurements and intermittent capture was noted. A lead fracture was suspected. The lead was reprogrammed and turned off, and subsequently capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.